Manufacturer narrative:
Covidien reference number: (B)(4). No fault found. The reported defect could not be detected on the returned sample.

Manufacturer narrative:
(B)(4). Please refer to section for correction to event details. Information has been added to the database for trending purposes.

Event description:
Customer reported prior to use, the cuff didn't deflate well. No patient involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported by customer that prior to use, the cuff did not inflate well. There is no report of patient involvement and no report of serious injury or death associated with this event.